Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touch screen became unresponsive. Contact stated that customer's touchscreen will get stuck on the 1-2-3 and not allow the customer to unlock the screen. Contact stated that customer will have to wait awhile in order for the unlock to be successful and allow customer to access pump features. Troubleshooting was performed with tandem customer technical support (cts). Customer stated that blood glucose (bg) levels were not affected. The customer reported that the current pump will continue to be used and also has back up manual injections if need for insulin therapy.